Event description:
Event description guidant received information that the implantable lead was removed during a routine implantable cardioverter defibrillator (ICD) upgrade procedure due to impedance measurements being elevated to an out-of-range level. It was further reported that the replacement ICD could not convert the patient due to high dfts.